Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication for initial surgical procedure? Other relevant patient history/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please clarify mesh exposure site/location and diagnostic confirmation? Date and findings of mesh excision? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced a small erosion suburethrally and underwent a one cm excision of tape. Additional information has been requested.